Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cranial software was un-installed and re-installed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative logged into ent software, then tried to log into cranial but it would not load and would go back to the appliance launcher. He tried logging in multiple times without being able to access the software. Rebooting the system did not resolve the issue. The rep indicated he was consistently able to launch ent.